Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. The iesu was returned for failure analysis and the reported failure (error m-02-3 on start-up and monopolar not seen on system) was confirmed and reproduced. The unit was placed on an in-house system a was run in normal mode. Additionally, the unit had scratches on the sides of the cover. The front bezel was not cracked.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, neither of the monopolar ports on the integrated electrosurgical unit (iesu) would work. Prior to calling, the customer swapped the vision side cart (vsc) and was proceeding with the case. The customer stated they were not currently using monopolar energy since the system swap, so it had not been confirmed that the same instrument was working with the new vsc. The procedure was converted to another da vinci surgical system with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional/updated information: the isi clinical sales associate (csa) was not present during the surgical procedure but was informed that the procedure was completed robotically with the new vsc.